Event description:
The user facility reported to terumo cardiovascular systems, that prior to cardiopulmonary bypass surgery, during setup, there were kinks in the tubing of cardiovascular procedure kit. The user facility noted that this was the 10th occurrence of this event, and has reported one other occurrence to tcvs previously (see also MDR#: 1124841-2011-00251). The product was not changed out. There was no pt involvement. The surgery was completed successfully without delay.

Manufacturer narrative:
Terumo did not receive the actual device for eval; however, the user facility provided terumo with photographs of the defect. Investigation of the photographs received determined that tubing was kinked. The event may have been caused by the tubing moving freely within the packaging. Improvements to the packaging of the tubing have been made as a result of tubing kinks. All info has been placed on file with quality mgmt for tracking, trending, and f/u. (B)(4).